Event description:
Report received from (B)(6) stating that there was "residue found in the sterile pack" of the device, discovered during inspection. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seal. The packaging was inspected under 10x magnification, and foreign material was not observed in the device packaging. Therefore, the reported condition was not confirmed. Ref: (B)(4).

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.